Event description:
It was observed during the olympus device evaluation, the videoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, and correction to g3 of the initial medwatch. The aware date should be may 7, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that a foreign object was attached to the secondary water supply channel, but the object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter. No physical damage was found in the area where the foreign object remained. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.